Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device selected to be used. The procedure was started with transesophageal echocardiography (tee) as imaging modality for closure. During procedure, imaging modality was switched to two-dimensional intracardiac echocardiography (2d ice). The patient appendage anatomy looked challenging on pre fluoroscopy shot, wide ostium with lack of depth. A 31mm closure device was used during procedure and it met position, anchor, seal and size (pass) criteria according to ice images and post implant fluoroscopy shot. The patient was discharged. During the routine 45-day follow-up tee, the closure device had shifted proximal making it barely in the appendage anymore and was partially embolized. The patient will undergo extraction of the closure device. The patient is stable.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. D6a implant date: updated with additional information received.

Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device selected to be used. The procedure was started with transesophageal echocardiography (tee) as imaging modality for closure. During procedure, imaging modality was switched to two-dimensional intracardiac echocardiography (2d ice). The patient appendage anatomy looked challenging on pre fluoroscopy shot, wide ostium with lack of depth. A 31mm closure device was used during procedure and it met position, anchor, seal and size (pass) criteria according to ice images and post implant fluoroscopy shot. The patient was discharged. During the routine 45-day follow-up tee, the closure device had shifted proximal making it barely in the appendage anymore and was partially embolized. The patient will undergo extraction of the closure device. The patient is stable. It was further reported that the patient had no symptoms or issues, the rhythm at the time of the implant of the closure device was normal sinus rhythm (nsr), no significant fluids given during this procedure and on the day of implant the device was one third proximal of the ostium.

Event description:
It was reported that device movement/shift occurred.a left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device selected to be used. The procedure was started with transesophageal echocardiography (tee) as imaging modality for closure. During procedure, imaging modality was switched to two-dimensional intracardiac echocardiography (2d ice). The patient appendage anatomy looked challenging on pre fluoroscopy shot, wide ostium with lack of depth. A 31mm closure device was used during procedure and it met position, anchor, seal and size (pass) criteria according to ice images and post implant fluoroscopy shot. The patient was discharged. During the routine 45-day follow-up tee, the closure device had shifted proximal making it barely in the appendage anymore and was partially embolized. The patient will undergo extraction of the closure device. The patient is stable.it was further reported that the patient had no symptoms or issues, the rhythm at the time of the implant of the closure device was normal sinus rhythm (nsr), no significant fluids given during this procedure and on the day of implant the device was one third proximal of the ostium.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes:device technical analysis:the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed.device history record review:the batch number for the watchman flx? Pro, part # m635wu60310 was not provided. A ship history was performed to identify the last three most recently shipped batches to the customer and no batches were identified. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specification, and there is no evidence that this product did not meet specification prior to distribution.labeling review:there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift.risk review:a risk review was completed and confirmed that the event of implant movement/shift was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.